Event description:
The customer reported that the knife trigger got stuck and would not release. There was no patient injury. No further information was made available by the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.